Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a systemic infection. The patient required extensive antibiotic therapy. No further patient complications have been reported as a result of this event.